Event description:
It was reported that the pt underwent initial procedure on (B)(6) 2012, to address ddd from l2-s1 and a grade ii retrolisthesis. During a routine follow-up on (B)(6) 2013, radiographs indicated a fractured screw in l5, right side. Pt is asymptomatic and the surgeon determined no revision would be performed at this time.

Manufacturer narrative:
Device remains implanted. As no part or lot numbers were available, a review of manufacturing records and part number specific complaint history was not possible. Review of complaint history for the slpxxxx family of s-lok pedicle screws did not identify a trend for reports of fracture. Associated instructions for use (IFU) spinal USA s-lok pedicle screw system utilizing sure lok technology ((B)(4)) states under precautions: "3. Fracture/mechanical failure of the device," under possible adverse effects: "7. Device component fracture," and under warnings: "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union..."